Event description:
Radiology manager reports via phone that the technologist states they loaded contrast and started injection. No contrast was seen on images and technologist stopped scan. Another technologist noted an air embolus on the images. On (B)(6), mallinckrodt pharmaceutical received via mail a customer submitted medwatch with the following information: pt presented as an outpatient to have a contrast CT scan of the chest, abdomen, and pelvis. IV was started in r antecubital vein. It was flushed and determined to be functional and working properly. Pt connected to power injector containing IV contrast. The syringe was filled prior to pt coming into exam room and was primed prior to connecting pt. During injection, there were no signs of extravasation and/or pain, at which point scanning and image acquisition were performed. Upon viewing the initial images, no contrast was seen. The CT tech checked the pt's IV site. A second tech was in the control room and noted an air embolus in the right ventricle of heart. Radiologist was summoned who ordered pt be put in trendelenburg, and left lateral decubitus to prevent air embolus from traveling. Pt taken to ed and then transferred to (B)(6) receiving through the tunnel for treatment in the hyperbolic chamber. After treatment, a follow-up CT thorax was done which demonstrated no air. Pt kept overnight for observation and went home the following day.

Manufacturer narrative:
The customer reported an air embolism was spotted on a CT image during an injection and requested the injector to be checked for proper operation. The mallinckrodt field service engineer (fse) found the injector to be within MFR's specs and verified proper operation per service checklist (B)(4).